Event description:
Kangaroo bag/tubing was faulty and not infusing any gastronomy tube feeding. Two different pumps would alarm occasionally but indicated number of cc's infused. Changed kangaroo tubing and feeding infused without complication. Patient missed one feeding.